Manufacturer narrative:
The investigation was completed and no product was returned. Data logs were returned from (B)(6) 2025 to (B)(6) 2025. The clinical details state that there are "impella position unknown" alarms happening intermittently throughout support. On the (B)(6) there were "psnr" and "controller error & failure" alarms that would self resolve. This happened again on the (B)(6). The patient remained hemodynamically stable. The data logs were returned from (B)(6) 2025 to (B)(6) 2025 and they show that there is a stable pump run during this time with 5s parameters within the expected range. There are no psnr alarms, impella position unknown or controller alarms but there are placement signal low alarms. The ps low alarms are accurately triggering with systolic values between 60-80mmhg and diastolic as low as 10. The wave from during this time alternated between a ventricular and aortic pressure trace. It is unknown what was occurring with the patient during this time as well as the position of the pump. Due to lack of sufficient data logs provided and no product returned, the root cause of the placement signal issue cannot be established. Device history review was completed. Passed all the post sterile inspection checks.

Event description:
The complainant reported that a placement signal not reliable alarm was triggered, and the placement signal waveforms became absent. During this alarm, a secondary alarm state occurred, and the console began alarming for controller error followed by controller failure. Both alarms resolved independently. The console maintained flow throughout, the patient remained hemodynamically stable, and the activated partial thromboplastin time was 62. A second automated impella controller was present in the room as backup.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.